Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater/cooler would not pump in cold or heat mode. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.